Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, air gas module has been determined as defective and require replacement. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The defective part has not been returned fot the further investigation. Our conclusion is that the air gas module was the cause of the failure. Event site telephone: (B)(6).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test, safety valve tests, o2 cell/sensor test, flow transducer test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).